Manufacturer narrative:
(B)(6). This device is not available for testing and evaluation. Additional information is pending and will be submitted within 30 days upon receipt.

Event description:
During pta of a mildly calcified lesion in the common iliac with unspecified vessel tortuosity and 90% stenosis, a powerflex pro balloon catheter ruptured at 6 atm. The procedure was successfully completed with a non cordis balloon and there was no reported patient injury. After lesion was crossed with a guidewire (35 radifocus, terumo), the powerflex pro was delivered to the lesion and inflated at the lesion. However, the balloon ruptured at 6atm during initial-dilatation and the leakage of media was observed. Therefore, it was removed from the patient and another new balloon was used instead. The product will not be returned for analysis.

Manufacturer narrative:
Additional information was received that the access site was unknown. There were no kinks or other damages noted prior to inserting the product the product into the patient. The device did prep normally. The brand of contrast media is unknown but the contrast to saline ratio was 50:50. The type and brand of inflation device was used was unknown and it is also unknown if the same indeflator used successfully with other devices. There was no resistance/friction while inserting the balloon through the rotating hemostatic valve and no resistance/friction while inserting the balloon through the guide catheter. There was no difficulty advancing the balloon catheter through the vessel and no difficulty crossing the lesion. The catheter was never in an acute bend. It did not kink while being used and was easily from the patient and from the other devices. Additional information is pending and will be submitted within 30 days upon receipt.

Manufacturer narrative:
During pta (percutaneous transluminal angioplasty) of a mildly calcified lesion in the common iliac with unspecified vessel tortuosity and 90% stenosis, a powerflex pro balloon catheter (bc) ruptured at 6 atm (six atmospheres). The procedure was successfully completed with a non cordis balloon and there was no reported patient injury. After lesion was crossed with a guidewire, the powerflex pro was delivered to the lesion and inflated at the lesion. However, the balloon ruptured at 6atm during initial-dilatation and the leakage of media was observed. Therefore, it was removed from the patient and another new balloon was used instead. The access site was unknown. There were no kinks or other damages noted prior to inserting the product the product into the patient. The device did prep normally. The brand of contrast media is unknown but the contrast to saline ratio was 50:50. The type and brand of inflation device was used was unknown and it is also unknown if the same indeflator was used successfully with other devices. There was no resistance/friction while inserting the balloon through the rotating hemostatic valve and no resistance/friction while inserting the balloon through the guide catheter. There was no difficulty advancing the balloon catheter through the vessel and no difficulty crossing the lesion. The catheter was never in an acute bend. It did not kink while being used and was easily from the patient and from the other devices. The product was not returned for analysis. A device history record (DHR) review of lot 15772672 revealed no anomalies or non-conformances that can be associated with the reported event. The reported ¿balloon burst at/below rbp (peripheral)¿ could not be confirmed as the device was not returned for analysis. The exact cause could not be determined. Vessel characteristics of mild calcification and a rate of stenosis of 90% may have contributed to the reported event. Neither the DHR nor the information available suggests a design or manufacturing related cause for the reported burst; therefore, no corrective/preventive action will be taken.